Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited loss of rf telemetry. The team attempted to resolve the case, but it was ultimately not resolved. The physician has decided to monitor the patient while they study the source of the issue.